Manufacturer narrative:
This report is being submitted to correct field b5: describe event or problem. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during a retrospective review of device data it was identified that during a shock delivery, this system recorded a code 1005 indicative of high, out of range shock impedance measurements greater than 145 ohms. The device was subsequently explanted at a later time for an unrelated reason. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during a retrospective review of device data it was identified that during a shock delivery, this system recorded a code 1005 indicative of high, out of range shock impedance measurements greater than 145 ohms. No other information was provided. No adverse patient effects were reported. This device remains in service.